Manufacturer narrative:
This report is submitted on (B)(6) 2016, by cochlear limited on behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient developed keloid scarring at the implant site and subsequently underwent a revision surgery (date not reported) and was treated on several occasions with antibiotics (type, dates and duration not reported).